Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the grav 10dp ckv 3 y-site dehp free there was component separation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubing came off the drip set with very little manipulation. When spiking a bag, the tubing came off the drip set with very little manipulation.

Event description:
It was reported when using the grav 10dp ckv 3 y-site dehp free there was component separation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tubing came off the drip set with very little manipulation. When spiking a bag, the tubing came off the drip set with very little manipulation.

Manufacturer narrative:
H.6. Investigation: 5 samples were received and tested by our quality team with the customer's complaint of separation. The separations were immediately noticed and the complaint was verified. Microscope analyses was then employed to determine root cause and a clear lack of solvent applied to the tubing at the point where drip chamber is attached was found to be the issue. Tubing was measured with calipers and fell within the manufacturer's specifications. A device history record review for model 10802688 lot number 10802688 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation with lot #21069556 regarding item #10802688. H3 other text : see h.10.